Event description:
Boston scientific crm received information that this left ventricular lead has had an impedance measurement greater than 2000 ohms since (B)(6), 2009. The lead was deactivated and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. Should additional information become available an amended report will be submitted.